Event description:
It was reported that blade breakage during cutting hemostasis, resulting in patient bleeding. Changed another one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2026. D4 batch #: unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested and the following was obtained: how was the bleeding addressed? Unknown. Did the patient require a blood transfusion? No. Were there any patient consequences? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 4/28/2026 additional information was obtained: received confirmation from sales rep via phone, this case from ha is duplicated with (B)(6) so, request to void this complaint. H10: #3005075853-2026-02153 correction: h1, h6